Manufacturer narrative:
UDI #: (B)(4). Initial reporter phone number: (B)(4). The field service specialist (fss) visited customer site and confirmed the blue screen on the unit. Fss replaced the instrument manager and programmed hard drive on the unit to resolve the issue. Fss performed the field service checklist, which the system passed the functional tests and it was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported blank/blue screen at startup and that software does not start with the whitestar signature system. There was no patient involvement reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
The labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.